Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported an overfill as drain 1 of 5 indicated that the patient drained 3688ml of 2400ml fill volume. This drain volume is 252% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue the use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was able to carry out manual treatments. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported an overfill as drain 1 of 5 indicated that the patient drained 6039ml of 2400ml fill volume. This drain volume is 252% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue the use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was able to carry out manual treatments. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported an overfill as drain 1 of 5 indicated that the patient drained 6039ml of 2400ml fill volume. This drain volume is 252% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue the use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was able to carry out manual treatments. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The system air leak test passed. The valve actuation test passed. An (as-received) simulated treatment was performed and passed without issues. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Corrected information: a.6.(patient's race is not known); b.5.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported an overfill as drain 1 of 5 indicated that the patient drained 6039ml of 2400ml fill volume. This drain volume is 252% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue the use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was able to carry out manual treatments. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to manufacturer for physical evaluation.